Event description:
It was reported that the user experienced difficulty pairing a libre 3 plus sensor with the ilet pump because the sensor had already been paired to the libre mobile application, resulting in the sensor being in use by another device and unavailable for the ilet. Symptoms included no alerts or alarms and no reported adverse physiological effects. Outcomes included successful troubleshooting and education, including instruction that the sensor can pair to only one device at a time and guidance to remove the abbott app and pair the replacement sensor directly with the ilet application. Investigation included technical support review and user-guided replication of pairing steps. Investigation of this case revealed user error related to pairing the sensor to a non-ilet application first. It was concluded that the device functioned as designed and that user-directed corrective actions resolved the issue.